Manufacturer narrative:
Quality control (qc) prior to and after the event was within lab-established ranges. The samples are collected in b-d tubes with gel and centrifuged for 10 minutes at 4000 rpm. The samples are also stored at room temperature and were less than six (6) hours old when analyzed. A bec field service engineer (fse) was dispatched for this event. The fse performed an overdue preventive maintenance (pm), involving replacement of multiple ionized selective electrode (ise) parts. The fse also noted that the sodium (na) reference electrode had a broken glass face and replaced it. Failure mode is unknown. Multiple parts were replaced, any of which could have caused or contributed to the event.

Event description:
A customer contacted beckman coulter (bec) stating that the unicel dxc 660i synchron access clinical system generated a false low calcium (calc) result for one (1) patient sample. The result was not reported out of the laboratory. The customer provided that the initial calc result yielded a value of 8.2 mg/dl and upon repeat on an alternate instrument yielded a result of 8.9 mg/dl. This exceeded the assay precision claims. No patient treatment was impacted as a result of this event.